Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, heavily tortuous, 90% stenosed, de novo mid right coronary artery (rca) a 5 fr non-abbott guide catheter was engaged and two guide wires were advanced: one was advanced to the anterior descending artery and the other to the posterior descending artery followed by balloon dilatation with a non-abbott balloon catheter. A 3.5 x 15 mm xience xpedition stent delivery system (sds) was advanced but met strong resistance with the guide catheter. One of the guide wires was removed. The xience xpedition sds was advanced and reached the target lesion. The sds balloon was pressured but it did not hold and the contrast inside the indeflator decreased; a balloon rupture was suspected. The xience xpedition was pulled but the proximal stent struts were noted to be flared and the sds could not be retracted into the guide catheter. With the guide wire remaining in the rca, the guide catheter and sds were removed as a system from the anatomy. It was noted that the sds could not be retracted through the sheath due to the flared stent strut. The hub of the sds was cut and the guide catheter was removed so the sheath could be exchanged with a 6 fr sheath to facilitate removal of the sds. The sds was successfully removed from the anatomy without issue. A new brachial puncture site was used and a non-abbott stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: spider, filderfc, sion; guide cath: heartrail5fr. Evaluation summary: the device was returned for evaluation. The balloon rupture and stent damage were confirmed. Difficult to position/guiding catheter resistance and difficult to remove/introducer sheath resistance could not be tested due to the condition of the returned device. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency